Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. Investigation found missing downstream occlusion sensor nub. A downstream occlusion sensor will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump was missing the cassette sensor on the bottom. No patient was involved in this event. No adverse effects were reported.